Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -water invasion in the cable imaging. -water invasion in the cable. -water invasion in the imaging. -water invasion in the main body (lens). -cable is loose. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image failure caused by water invasion in the cable imaging (customer descriptions: blurred image). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during service / maintenance the subject device had blurred image. There was no patient involvement.

Manufacturer narrative:
E1facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.